Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 448 mg/dl at the time of incident and the current blood glucose was 448 mg/dl. Customer report they feel ok to troubleshoot high blood glucose. Customer treated with manual injection using syringe. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was alleging that the insulin pump under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. Pump passed the dat at 0.08325 inches.